Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+2.0/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size different sphere/cylinder/axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown: initially the patient's objective refraction value was different from the subjective refraction value. The doctor performed many tests, but the subjective refraction value showed the same value. Therefore, the doctor decided the lens power with an emphasis on the subjective refraction value. However, the cylindrical power was insufficient.